Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. One day after onset, the patient was hospitalized for the event. On an unreported date, the patient was treated peritonitis with injection of vancomycin (1 gram, frequency and route not reported) and injections of fortum (1 gram, frequency and route not reported). At the time of this report, the peritonitis was resolved, the patient was recovered and dianeal therapy was ongoing. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).